Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using care link. Device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.(B)(4).

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose level was 1333 mg/dl. Customer was assisted with troubleshooting for high blood glucose. The customer was treated with intravenous fluids and insulin pump for high blood glucose. The customer stated that the symptoms related to high blood glucose such as vomiting. The insulin pump will not be returned for analysis.